Manufacturer narrative:
The correct initial value for the sample is 7.75 miu/ml and not 7.74 miu/ml. Calibration signals were within expectations. Quality controls recovered within specified ranges. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg+b on a cobas e411 rack. The sample initially resulted in an hcg+b value of 7.74 miu/ml. This value did not fit the patient's clinical history. The sample was repeated, resulting in an hcg+b value of 300 miu/ml. This value was deemed correct.

Manufacturer narrative:
The e411 analyzer serial number is (B)(6). The investigation is ongoing.